Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. There was no impact to the customer's blood glucose level. In addition, it was reported that the touch screen was unresponsive. Customer continue to use the pump for insulin therapy.